Manufacturer narrative:
This medwatch is send to provide the investigation conclusion for this case. The product was discarded by the hospital, no examination can be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided based on the event description, the product history records and the recurrence of this type of event for this product range, the investigation found no evidence to indicate a device related issue. Indeed, it is more than likely that the surgeon incorrectly fixed the cage on the cage holder, causing the cage to undergo damage during the settingup. The surgical technique describes the correct way of using the device without damaging it, underlining the importance to fix well the implant on the implant holder. Indeed, it is clearly stated to make sure the cage is perfectly stable and properly fixed on the cage holder (step 6: cage preparation). However, regarding the lack of information provided and without the product return and evaluation, this hypothesis cannot be validated. The root cause of the reported event remains undetermined with the most likely hypothesis of mishandling during cage insertion in the disc space. If additional information is received that allows to draw a conclusion another report will be sent. Device discarded.

Event description:
Roi-a: broken implanted device then removed. A zimmer biomet employee reported on (B)(6) 2019 that during roia surgery, the implant broke during insertion. No impact on patient or surgery incidence were reported. Additional information received on (B)(6) 2019: the roi-a cage broke during its implantation. The surgeon removed the broken cage and replaced it with another one. The surgery was completed with the same anchoring plate . Additional information received on (B)(6) 2019: the surgeon did not provide much information concerning the reported event. The surgeon reported that the cage broke during it's insertion . The surgeon succeeded in removing the whole cage without retaining any foreign body into the patient's body. The surgery was not delayed. The patient is fine. Additional information received on (B)(6) 2019: the cage was discarded. The anchoring plates were implanted into the patient's body with a new cage . No damages reported on the anchoring plates.